Event description:
It was reported to boston scientific corp on (B)(6) 2009 that a wallstent endoprosthesis endoscopic biliary device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, after introduction of the stent in the pt, the physician was unable to deploy the stent. The stent was removed from the pt. The deployment was possible outside the pt. There were no damages to the stent delivery system and the handle. The procedure has been completed with a plastic stent (manufacturer unk). A new procedure for a new metal stent was successfully performed a few days later. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; stent damage.

Manufacturer narrative:
Visual examination of the returned device found that the stent was fully mounted and the distal end of the device was curved. During analysis, when the stent was partially deployed, it was noted that the distal stent wires were damaged. During analysis, it was possible to fully deploy the stent with no issues noted. The most probable cause of damaged stent is operational context. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. A labeling review identified that the device was used per the directions for use (dfu). (B)(4).